Manufacturer narrative:
Investigation results: since the return product evaluation was completed no DHR review is needed. Based on the return product evaluation and the customer complaint is a known failure mode. Based on the repair notes, sterimate was not sitting correctly inside the handpiece lead socket so o ring was replaced. Testing was completed to replicate overheating but acceptable result was achieved.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a select sps swvl/resrv,230vuk/I allegedly had overheated inserts. No injury occurred.